Event description:
It was reported that during an unknown procedure, the blade of the device broke off and fell into the pt. After closing the pt, they noticed the tip was missing. The pt was x-rayed to find the tip and then had to be re-opened to retrieve the tip. The tip was removed successfully. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information not available, device not returned for analysis.